Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Additional information has been requested, including the return of the device. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). Device was used to treat in stent restenosis (isr). The physician used the turbohawk device to debulk in stent stenosis. The operators remarked the device was difficult to pull back after making a second pass. The turbohawk device was removed from body and inspected. Black threads were observed in the cutting window. The operator tried moving black threads from cutter window without success. Spider fx embolic protection device removed. Angio showed no damaged to stents. Procedure continued with dcb treatment of isr.

Manufacturer narrative:
Evaluation of the returned device was completed january 19, 2016. A review of the manufacturing records for lot a130374 did not reveal any non-conformity relevant to this reported event. The turbohawk was received with the cutter driver and a spider fx. The turbohawk was received and observed metal pieces from a stent lodged within the cutter window. The cutter was advanced approximately 3mm distal from the cutter window. The image provided by the customer was reviewed and confirmed an object protruding from the cutter window. The report of ¿black threads¿ protruding from the cutter window has been confirmed. The black threads have been identified as portions of a stent. The instructions for use (IFU) includes the following contraindication: do not use for in-stent restenosis at the peripheral vascular site.